Event description:
Product analysis for the generator was completed and approved on 07/29/2015. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis for the lead was completed and approved on 08/10/2015. An analysis was performed on the returned lead portions of the lead. A large portion of the lead assembly (body) was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted.

Event description:
It was reported on (B)(6) 2015 that a patient had undergone generator and partial lead explant due to infection. The explanted generator and lead were received for analysis on 07/08/2015. It was reported that the infection was present at both the generator and electrode sites. The believed cause was due to patient manipulation of the wound 2 years after surgery. Product analysis is currently underway but has not been completed and approved to date.

Manufacturer narrative:
Device manufacturing records were reviewed review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.